Manufacturer narrative:
The intraocular lens was received and inspected under illuminated 10x magnification. The results showed one distorted haptic and dried viscoelastic on the optic. The physician reported there was no patient injury. The relationship between the device and the adverse event is not known. The lens met all manufacturing specifications prior to release to the market.

Event description:
It was reported that as the intraocular lens (iol) was being implanted the capsular bag tore and vaulted the iol. The incision was enlarged to remove the lens. A monofocal lens was then implanted without complication. The incision was closed with sutures.